Manufacturer narrative:
The cause of the reported event cannot be determined at this time. The customer has stated the device is available for return, however, no device has been returned as the date of this report. Based on the past similar cases, this event most likely occurred because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath. The instruction manual warning includes "do not try to forcibly remove the loop if it becomes caught on the distal end of the coil sheath. Forcible removal of the loop could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. If additional information becomes available a supplemental report will be submitted.

Event description:
The manufacture was informed that during a therapeutic total colonoscopy procedure, the polyloop and loop cutter became stuck in the patient causing a rectum laceration. The doctor attempted to use the loop cutter to cut the loop; however, it became entangle with the patient¿s mucous membrane. The intended procedure was completed. This report is 2 of 2.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information from the original equipment manufacturer (OEM). The OEM reported that the product could be one of the causes of adverse event/patient injury. The cause of the concern could not be conclusively determined as the subject device was not returned. From a past similar case, the phenomenon was likely caused by the mechanism below. (1) the loop was released inside the tube sheath. (2) the tube sheath was pulled toward the operator while the hook was extended from the distal end of the coil sheath. (3) the pulling of the tube sheath caused the loop to move with the distal end of the tube sheath toward the coil sheath. Subsequently, the loop entered the coil sheath and got caught between the hook and the coil sheath. (4) the condition (3) jammed the hook inside the coil sheath. When the slider was then moved back and forth, the operation pipe was kinked and broken off. The device history record for the lot number indicated no anomaly with the event-related items below. The OEM recommended that the customer refer to the device IFU for further information. The following details are found in the instruction manual. Please instruct the user on how to use this product if necessary. Do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information about the event, DHR review performed and to update the following sections: a2, a3, a4, b5, g4, g7, h2, h6 and h10. The service center received additional information that states after the incident with the loop cutter, the patient experienced moderate bleeding that was treated by placing 2 clips. It was a pediculate polyp that required an polyloop (hx-400u-30). The device was functional before use because customer tested it few times before introducing it into the endoscope. The polyloop was retracted when introduced into the scope. No force was used during the breakage. The review of the DHR showed that the lot number indicated no anomaly with the event-related device.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number and provide the device manufacture date. The device was returned to the service center for evaluation. The device was not received in its original package. A visual inspection was performed on the received condition and noted that approximately 50 percent of the insertion portion is broken off. The device was further inspected and found that the loop was not returned due to the broken insertion portion. There is also evidence of a kink on the insertion portion at the base of the yellow tube joint. The handle was inspected and noted that the manipulation wire located between the handle is broken in the middle. The handle was manipulated and there is no movement due to the broken manipulation wire. According to the IFU, it states ¿do not push the slider when inserting the instrument. The loop may come off the hook and get stuck inside the instrument channel of the endoscope.¿ based on the evaluation, as the cause of the device not deploying is due to the broken manipulation wire, which is attributed to mishandling.